Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, analysis of the components using infrared spectroscopy (ir) and energy dispersive x-ray spectroscopy (edx) revealed peaks for components similar to silicic acid, protein, and esters. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was a delay at start of pre-cleaning. The endoscope was not presoaked in the detergent solution. The customer stated there were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free cloths, brushes, or sponges. There were no other concerns with reprocessing. It is possible that the foreign matter remained due to poor reprocessing. However, the cause could not be identified a review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: pcf-h290l user's manual operation section "chapter 3 preparation and inspection_3.8 inspection of functions combined with related devices", cleaning/disinfection/sterilization section "chapter 5 reprocessing of endoscopes (and accessories to be reprocessed together)". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the distal end of the colonovideoscope had foreign material. There were no reports of patient involvement.